Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that they were made aware of an "obstructed tube", however, when performing an unblocking maneuver with enzyme, they realized that there was no obstruction, but rather leakage and holes in the nasoenteral tube, close to the insertion of the syringe. No patient injury was reported.